Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Litigation alleges patient was revised to address swelling, discomfort, pain, dislocation, loosening and infection. Metallosis was also noted. Update: in addition to what was previously reported the pfs reports swelling, and inability to walk. The medical records from (B)(6) 2013 report bilateral hip fractures. The patient was revised to address infection 8 years after primary surgery. Update ppf alleges metal wear and elevated metal ions. Doi: (B)(6) 2005; dor: (B)(6) 2016, (left hip).